Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing modules for a patient when using a sample collected in plasma separating tube (pst). A new sample from the patient was collected in edta tube and the results were lower. The following data was provided: customer¿s normal reference range for adult: 9 to 19 pmol/l. (B)(6) 2024 sid (B)(6) (sample collected in pst): architect free t4 result (B)(6) = 21.42 pmol/l architect free t4 result (B)(6) = 43.17 pmol/l architect free t4 result (B)(6) = 25.79 pmol/l architect free t4 result (B)(6) = 43.99 pmol/l architect free t4 result (B)(6) = 47.83 pmol/l architect free t4 result (B)(6) = 61.64 pmol/l (post recalibration) (B)(6) 2024 sid (B)(6) (sample collected in edta): architect free t4 result (B)(6) = 13.38 pmol/l. Architect free t4 result (B)(6) = 14.09 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 56001ud00 and the complaint issue. An in-house testing of the retained reagent kit of lot 56001ud00 was completed. All specifications were met indicating that lot 56001ud00 is performing as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 56001ud00.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing modules for a patient when using a sample collected in plasma separating tube (pst). A new sample from the patient was collected in edta tube and the results were lower. The following data was provided: customer¿s normal reference range for adult: 9 to 19 pmol/l (B)(6) (sample collected in pst): architect free t4 result ((B)(6)) = 21.42 pmol/l architect free t4 result ((B)(6)) = 43.17 pmol/l architect free t4 result ((B)(6)) = 25.79 pmol/l architect free t4 result ((B)(6)) = 43.99 pmol/l architect free t4 result ((B)(6)) = 47.83 pmol/l architect free t4 result ((B)(6)) = 61.64 pmol/l (post recalibration). (B)(6) (sample collected in edta): architect free t4 result ((B)(6)) = 13.38 pmol/l architect free t4 result ((B)(6)) = 14.09 pmol/l there was no impact to patient management reported.